Event description:
Mentor saline high profile round implants (B)(6) 2009. Starting in 2017 to present the following symptoms have appeared and worsened. Doctors have diagnosed several autoimmune conditions (lpp, hypothyroid, arthritis, chronic fatigue). Ongoing prescriptions for drugs such as cellcept, plaquenil, dexamethasone, prednisone, zolpidem, lexapro, low dose naltrexone, t3, synthroid, tirosint, nystatin, diflucan. Symptoms include: chronic fatigue, muscle ache, slow muscle recovery, join pain, chronic back/neck pain, hair loss, skin rashes, fluid retention, swelling, sinus pressure/pain/headaches, sibo, candida, rouleau, stomach pain, lpp, blurred vision, brain fog, memory loss, anxiety, depression, slow wound healing, soreness across the chest, insomnia, night sweats, epstein barr, allergies. FDA safety report ID# (B)(4).